Event description:
It was reported that the coil fractured requiring additional intervention. A 10x50 embold fibered was selected for use in a pre-ever right internal iliac artery embolization procedure. The target location was moderately tortuous. Resistance was felt during placement of the coil and the coil unraveled. A fracture was observed and another embold coil was placed. The fractured coil was retained at the lesion site. There were no patient complications as a result of this event.